Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the upper rear label had been removed. Functional testing involved accuracy testing. Three separate accuracy tests were performed and the reported issue could not be duplicated. The pump was found to be within manufacturing specification for delivery accuracy. Review of the event log showed the volume delivered per time as accurate compared to the rate set on the pump. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump under delivered. It was reported that the pump only delivered one half of the set amount three times. No adverse effects were reported.